Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was broken at the suture swage. Under microscope inspection needle was found to have marks on opposite side of loading slot.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.replication of the improperly loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used for the closure of the cuff. The needle fell into the cavity of the patient and was retrieved. Medical intervention of an x-ray was required to find the lost needle. The surgical time was extended by more than thirty minutes due to the device problem.